Manufacturer narrative:
Analysis found that visually, the bur broke approximately 2.13 inches from the proximal end of the device. The bur was also bent approximately 1.32 inches from the break point. Functional testing could not be performed due to the broken state of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
Service and repair found that the bur was broken.